Event description:
The user facility reported that portion of the coating was sheared off a guidewire during a urinary stent placement procedure. Follow-up info from the user facility confirmed: the coating began to peel back as the guidewire was being advanced through a cystoscope. None of the guidewire coating material detached inside the pt. The procedure was completed successfully with a second guidewire, however, prolonged anesthesia was required and the pt is reported as "fine".

Manufacturer narrative:
Results - based upon facility info; based upon evaluation of undamaged sections of the return sample. Conclusion - is based upon user facility info; is based upon evaluation of undamaged sections of the return sample. A used sample was returned for evaluation by the mfg facility. Examination of the sample that was returned did not show shearing of the polyurethane coating as reported by the user facility. The returned sample did show damage to the polyurethane coating at the proximal end that is consistent with excessive twisting & pushing force being applied to the device. The user facility was not able to confirm the lot number of the involved device, which limits quality record review. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. The appearance to the return sample is consistent with damage to the guidewire coating due to manipulation against resistance. The instructions-for-use do address the potential for such an event by stating in the warnings / precautions section that inappropriate manipulation of the glidewire under certain conditions (such as when used in conjunction with metallic devices) may result in damage or separation of the polyurethane coating. For example, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file on quality assurance at the mfg facility for appropriate tracking, trending and follow-up. (B)(4).